Manufacturer narrative:
Additional info will be provided once the investigation has been completed.

Event description:
It was reported that during an arthroscopy procedure, the video system lost image on all monitors. This happened four times during the procedure. Further, the 1288 camera console was swapped out and the procedure was completed as planned. It was further reported that a company rep was not present during the procedure.